Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with a cardiac resynchronization therapy defibrillator (crt-d). It was noted that the last interrogation was a month ago. A local field representative was contacted to check the device. No adverse patient effects were reported. This supplemental report is being filed as the field representative confirmed the most recent remote follow-up was on october 2nd and the system function is normal. The field representative was unsure where the consult attempt was made. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with a cardiac resynchronization therapy defibrillator (crt-d). It was noted that the last interrogation was a month ago. A local field representative was contacted to check the device. No adverse patient effects were reported.